Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported: that a bradycardia alarm did not sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer carried out alarm sound tests on the monitor and in the central system without detecting problems. Additionally, the engineer performed a download of the error log without detecting any problems. The evaluation/analysis determined the device was working as intended with no failures found.